Event description:
Pt had an implantable defibrillator put in without being told it was an experimental one. Pt moved to another state without knowing it was experimental. Pt went for a 3 month routine defibrillator testing and was told there was no computer chip to test the defibrillator. The implanting dr was contacted and it was at this point that the pt found out the defibrillator was experimental. The MFR had to be contacted in order to get the computer chip to do the testing. Upon testing the defibrillator was found to be defective. Pt had to have the defibrillator removed and replaced, necessitating unnecessary procedure.